Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed in to a female patient's artery. At which time, the catheter fractured below the hub. They do not know if this caused a delay in treatment and there was no patient death or complications reported. The distributor states they have attempted to obtain add'l details of the event, however, the hospital has not provided any add'l info. No further details are available.